Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, an investigation will be performed and a supplemental report will be filed.

Event description:
The customer reported the evis exera ii xenon light source was being inspected prior to procedure when the device' main lamp started blinking. The issue occurred every 10-20 seconds. The customer reported no patient was involved.